Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd nexiva rubber stopper damage and blood leak after decoupling. The following information was provided by the initial reporter, translated from chinese to english: after the puncture is completed, the rubber stopper of the protective device breaks when the needle core is withdrawn, and the patient's blood flows out.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 3038465. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacturer narrative.

Event description:
It was reported that bd nexiva rubber stopper damage and blood leak after decoupling. The following information was provided by the initial reporter, translated from chinese to english: after the puncture is completed, the rubber stopper of the protective device breaks when the needle core is withdrawn, and the patient's blood flows out.